Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has two systems. One ipg has not functioned properly for a long period of time. Surgical intervention may be undertaken at a future date.